Manufacturer narrative:
The lot number listed for cev649-5b is incorrect and is not consistent with out lot numbering system. D11: device 2 of 2: cp-351-3 (lot: 04/12) - manufacturing date: 04/01/2012. (B)(6). Cev649-5b: evaluation of cev649-5b indicated that the tube sheathing was damaged. The damage was mot likely due to impact during use or the reprocessing stages. Cp351-3: evaluation of cp351-3 indicated that the device presented with a cutting fault. The blades were blunt. The blades were blunt after use and need to be sharpened. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
Two devices (cev649-5b and cp351-3) were returned to mxi service and repair. The customer noted, "cp351-3 curved scissors do not cut, cev649-5b laparoscopy sheath, small excoriation on the sheath."